Event description:
Access was gained in the scarred groin with the needle and the wire. It was difficult to push the introducer in. When the introducer was pulled back, half of the introducer stayed in the patient's groin and half of it came out. The next day, a vascular surgeon had to go into the groin and take it out. The introducer looked like it had a partial angled cut done by a scalpel or needle and it looked stretched where it was broken. This was done in the cath lab. The vascular surgeon who retrieved the broken introducer part from the patient's groin said, off the record, that it looked like the doctor used a scalpel or needle to enlarge the incision and the introducer may have been hit by the needle or scalpel. According to the initial reporter, the only adverse effect that the patient experienced due to this occurrence was the vascular surgery.

Manufacturer narrative:
Expiration - unknown as lot is unknown. (B)(4). Device manufacture date: unknown as lot is unknown. Event evaluation: still under investigation.